Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose. With blood glucose of 34 mg/dl at the time of the incident. The customer's level at the time of the call was 455 m/dl. The customer was given a peanut butter and jelly sandwich to treat. The customer had another low blood glucose a year and a half ago. The customer was at 20 mg/dl when the paramedics got to her. The customer had been sleeping, woke up and was walking around her room as she could not find the door. She passed out as she was looking for orange juice to treat. The customer was wearing the insulin pump during the incidents. Troubleshooting was completed and the customer states that her pump under-delivers insulin. Customer states that when her blood glucose drops to 70 mg/dl it drops very quickly from there. Customer has been in an accident while wearing the pump, not an a different occasion. The insulin pump will not be returned for analysis.